Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. Potential adverse events in the labeling with the penumbra smart coil system include, but are not limited to, embolic stroke and other cerebral ischemic events, vessel spasm, intracranial hemorrhage, ischemia, including death.

Event description:
On (B)(6) 2021, the patient underwent a coil embolization procedure to treat a middle cerebral artery (mca) bifurcation using penumbra smart coils (smart coil) and a benchmark 6f 071 delivery catheter (benchmark). On (B)(6) 2021, the patient woke up in the morning with a headache and experienced syncopal episode later in the day that resulted the patient falling and hitting the right side of his forehead. The patient was presented to the hospital reporting right sided weakness and numbness, worsening of the right-side vision loss, and headache when the patient woke up in the morning. A computerized tomography (CT) angiogram of the head and neck was performed that revealed a linear filling defect in the distal left m1 segment of the middle cerebral artery (mca) suspicious for non-occlusive dissection. This event is considered resolved with clinical sequelae as of (B)(6) 2021. The ischemic stroke was reported to be a serious adverse event with a possible relationship to the smart coil and index procedure.